Manufacturer narrative:
(B)(4). The catheter was not returned for evaluation as a segment remains within the patient and the remaining segment was discarded at the site; therefore, the event cause could not be determined. Note: per the marathon IFU (instructions for use): if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Information received from the same report as MFR: 2029214-2015-05033.

Event description:
The following report was received by medtronic (covidien): during onyx embolization of an arteriovenous malformation (avm) located near the occipital artery the marathon catheter became entrapped. Upon attempting to remove the marathon catheter the distal segment of catheter broke off and remains within the patient in the occipital artery. The vessel was moderate in tortuosity. The patient is noted to be doing fine with no effects of the catheter being left behind. There were no symptoms or complications associated with this event.

Event description:
The microcatheter was left in the occipital artery, approximately 100 cm long. There was report of vasospasm which was treated with verapamil. The duration of the onyx injection was 25 min with no more than 1.5 min pause for reflux. The patient is noted to be doing fine with no effects of the catheter being left behind.